Event description:
It was reported the patient experienced a pericardial effusion and perforation when the physician attempted to place the right ventricular (rv) lead. The physician initially had difficulty extending the helix. Visualization under fluoroscopy confirmed the helix was still retracted despite 30 turns. High impedance was noted along with the inability to capture or sense. The lead was repositioned and the helix extended with 20 turns, which was confirmed with fluoroscopy visualization. The lead was still unable to capture or sense. The helix was retracted, confirmed under fluoroscopy and the lead was removed from the body. When the lead was removed, it was noted that a large piece of tissue was attached, despite the helix being retracted. The patient became pacemaker dependent at this time, making placement urgent. They were externally paced until the physician could place the new rv lead. The rv lead was placed successfully. The patient experienced a drop in blood pressure and an echocardiogram confirmed a pericardial effusion. After the rema inder of the device system was implanted, the patient was urgently transferred to the cardiac surgery operating room where a sternotomy was performed and a clot was removed, which had sealed off the perforation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found. Visual summary analysis indicated the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).